Event description:
It was reported that the patient had been buried and it was not known if the vns had been removed.

Event description:
It was reported that the vns patient passed away. The cause of death is unknown, but it was reported that the death was not related to seizures. It was reported that the patient was scheduled for generator replacement in (B)(6) 2015, but that the patient was seen in the emergency room a few days prior with fever. The relationship of the death to vns is unknown. Attempts to obtain additional relevant information have been unsuccessful to date.